Event description:
Initially, it was reported that the generator was unable to be interrogated and believed to be due to end of service so the patient was referred to surgery. During the surgery, the surgeon opened the generator pocket and noticed that the header of the generator was coming off of the generator and he could see the glue separating. The surgeon indicated that there was moisture in the header as well. A new generator was implanted and device diagnostic testing resulted in high impedance. The high impedance was reported in MFR. Report # 1644487-2013-03232. The generator was returned for analysis on (B)(4) 2013. The generator analysis was completed on (B)(4) 2013. Analysis of the generator identified that the end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The generator was unable to be interrogated in the pa lab which was determined to be the result of normal battery depletion. Analysis in the pa lab determined that the ¿detachment of the header¿, occurred during the patient implant duration. This is based upon the white substance deposits found on top of the can and on the feedthru capacitor area that were under the header. The device performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.